Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported there was a black stripe artifact on scanned images. There was no report of misrepresentation as a result of the artifact. The philips service engineer (fse) visually inspected the system and confirmed the reported issue. The fse determined a cracked compensator as the cause for the image artifact. The fse replaced the compensator and calibrated the system to resolve the issue. The fse confirmed there was no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue has been determined to not be a reportable event.